Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the device to be in good condition. There was no evidence in the event history log. Functional testing was able to verify and duplicate the issue. It was determined that the faulty dso sensor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was continuously alarming while turned on. There was unknown patient involvement.